Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 1355, line a of the device was programmed to deliver heparin a dose of 990 units/hr, a vtbi (volume to be infused) of 250ml, at a rate of 9.9ml/hr and the delivery was started. At approx 1600, the device alarmed with an unspecified alarm. At this time, the nurse noted there was approx 40ml remaining in the heparin container, instead of the expected amount of 230.2ml. The device was powered off. The physician was notified and ordered stat lab work. Fall precautions were also initiated. At 1715, an activated partial thromboplastin time (appt) was drawn with results reported as >240 seconds. On (B)(6) 2011, at 0300, the pt was noted to have a nose bleed. The customer contact indicated that the nosebleed was "minimal" and that the pt was "stable." At 0900, another appt was drawn with results reported as 48.3 seconds. During testing at the user facility, the device passed testing for delivery accuracy. During a review of the pump history with the customer contact, it was noted that the device had been programmed to deliver a dose of 9900 units/hr instead of the intended dose of 990 units/hr. The customer contact reported "this appears to be user error and not a medical device failure." The customer contact reported that, this "did not cause any add'l bleeding and the pt was discharged to home on (B)(6) 2011." Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing , the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the verified data, hospira could not attribute the issue to the device. The customer contact has indicated the event was the result of an operator error in programming the device. The device history was downloaded at the svc ctr. The time on the pump was noted to be 12 hours and 21 minutes behind the actual time. A review of the device history indicates that on (B)(6) 2011, at 0143, line a was programmed in the dose calculation mode, to deliver heparin 25000u/250ml, with a dose of 9900u instead of the intended 900u, at a rate of 99ml/hr, with a vtbi of 250ml, for a duration of 2hrs, 31mins, and the delivery was started. At 0144, the device alarmed with n186 distal occlusion. At 0145, the delivery was restarted. At 0150, the device alarmed warning low battery. At 0159, the power was switched to ac power. At 0355, the device alarmed with n232 proximal air a, backprime. At 0357, the device alarmed for n102, infuser idle 2 minutes. At 0400, the device was powered off. At 0417, the device was powered back on . At 0419, line a was reprogrammed to deliver in ml/hr, at a rate of 9.9ml/hr, with a vtbi of 190.0ml, for a duration of 19hrs, 11mins, and the delivery was started. At 0426, the delivery on line a was stopped with a vi (volume infused) of 216.2ml. At 0428, the device alarmed for n102 infuser idle 2 minutes. At 0450, the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.